Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 non-reproducable toxoplasma gondii igg (toxo igg) results were generated from a unicel dxl800 access immunoassay system for six patients. The test dates associated with the six patient results is unknown and inferred to be the event date of this incident. Initial toxo igg results were tested from primary tube samples and generated equivocal results. Upon toxo igg repeat testing of a secondary tube sample on a different instrument, and via a different method, patient results were either equivocal or negative. None of the patient results were reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to the event. Beckman coulter inc. Customer product line support (cpls) evaluated the six patient samples submitted by the customer. Cpls confirmed the initial equivocal toxo igg results for two patients, however could not confirm the initial equivocal toxo igg results for four patient samples as cpls testing generated non-reactive test results. Per the beckman coulter inc. Toxo igg instructions for use " if exposure to the pathogen is suspected despite an initial non-reactive or equivocal result, a second sample should be collected and tested at least two to three weeks later." Instrument assay quality control results generated acceptable results during the timeframe of the event. Patient information and sample collection/handling information was not provided by the customer